Event description:
Staff noted blood return from inner IV line within distilled water reservoir of hotline. Heater/pump assembly and reservoir fluid depleted by approximately half. Pt developed systemic infection requiring agressive antibiotic therapy and extended hospitalization. Investigation confirmed compliance in use with mfrs recommendation & preparation instructions.